Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for eight days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.20mm x 15mm emerge push balloon catheter was advanced for dilatation but failed to cross the lesion. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 1.20mm x 15mm emerge push balloon catheter was advanced for dilatation but failed to cross the lesion. However, when the balloon was inflated, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.